Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm and signal too low alarm. Customer's blood glucose was unknown. During troubleshooting, found no delivery alarm in history. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. However, the pump alarmed unexpected restart and had loss of memory after battery change due to a faulty component on the on interface board. No external ram crc error alarms were noted. No cosmetic damage was noted.